Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 28, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to infection. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2014.